Event description:
The patient was getting overstimulation for over a week now, because settings keep going back up to a previous level. The patient was shown how to set the adaptivestim (as) and it appeared to be holding. The patient was not sure why she was experiencing this issue now, since as has been active for some time. It was noted that the patient ¿use reset her settings.¿ the patient will follow up with her health care provider (hcp) if she continues to have the same issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that she was still experiencing sudden overstimulation. The consumer's settings kept jumping to a higher number and over-stimulating. The consumer reported that she had been miserable, that it was unbearable, and that she had been up two nights in a row. The consumer checked their device with the patient programmer and saw "a mobile". The consumer had the ability to increase or decrease stimulation and she felt it decrease. The consumer was unable to find any other programs or groups to change to; it did not change from "mobile". The consumer said that she had never had "mobile" before. It was noted that the consumer had taken a double dose of pain medication and reprogrammed her implantable neurostimulator to clinician setting four times on (B)(6) 2015. The event occurred during use. The consumer was to follow-up with their health care provider. No further outcome or cause was reported. Follow-up was being conducted to obtain this information; if additional information is received the event will be updated.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the event was defective programming. The overstimulation issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n446310, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).